Event description:
The pt experienced swelling and pain over the neurostimulation site. Signs of infection were present (not specified). Cultures were taken and a bacterial infection was confirmed. The pt was treated with antibiotics. The neurostimulator was explanted 2 days later with the leads left in place. Post-operatively, the pt was reported as doing fine and it was planned to have a new device placed later this fall.

Manufacturer narrative:
(B)(4)